Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal-distal rca. Both devices were inspected with no issues. Negative prep was performed with no issues for both devices. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery of the devices. It was reported that during the procedure 1.5x12mm and 1.5x15mm balloons were used to pre-dilate the lesion, after that the first stent (rsint22518x) was advanced to the lesion however it could not cross and stent deformation occurred in vivo during positioning. It was observed that the stent struts and shaft of the stent were raised. The lesion was pre-dilated again using 1.5x12mm, 1.5x15mm and 2.0x12mm balloons. The second stent (rsint30015x) was advanced to the lesion however it could also not cross and stent deformation occurred in vivo during positioning. It was observed that the struts of the stent were raised. The procedure was not completed due to the patients age and the lesion's calcification structure. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.